Event description:
On (B)(6) 2013, it was reported to animas that allegedly the display screen had been a yellow color, then orange with figures, not letters. The reporter stated that the screen was not fully displaying and that it was not able to be read. It was reported that there was no change when the battery was replaced. The reporter stated there were audible tones. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.